Manufacturer narrative:
Additional information: (b) added event detail. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
Additional information: the drug administered was cytarabine, a chemotherapy drug.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the IV was leaking. Upon inspection, the tubing had a tiny pinprick hole near the top. Not much drug was lost.